Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 47.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.9-11.5cm from the distal tip. Internal insulation abrasion was noted at 25.0-25.2cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 16.9-21.1cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
This report is to advise of an event observed during analysis.